Manufacturer narrative:
Corrected fields: h6 (clinical code) a getinge field service engineer (fse) evaluated the unit and stated that unit had power issues and fse resolved the issue by replacing the power management board. Fse then replaced the expired safety disk and tidal disk as a part of preventive maintenance. Fse tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: e3 updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has low helium issues. There was no injury reported.